Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by ¿blurred¿ (cloudy) pd effluent, nausea, vomiting, and abdominal pain. The peritonitis was further described as ¿acute diffuse peritonitis¿ (not further specified). The cause of and the treatment for the peritonitis were not reported. Nine days after onset, the peritonitis was resolved and the patient was recovered. No further detail was provided regarding whether the patient was hospitalized for the event or if pd therapy was ongoing. No additional information is available.